Event description:
The pt is pursing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom hip generic on (B)(6) 2007 and is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the device, the device history records could not be reviewed. The cause of this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issue for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).